Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin broke off and that they were unable to charge the ins recharger. The patient subsequently lost stimulation and was not getting any pain relief in their back. A new desktop charger was sent to the patient. No further complications were reported.